Event description:
Information received from the field does not address the patient's clinical status but notes that a post-op follow-up observed 1700 ohms impedance with capture thresholds of 2v at 0.5ms. Measurements taken with a programmer at the time of implant were 1500 ohms impedance with capture thresholds of 0.4v at 0.5ms. Blood was noticed in the lead body, so the physician elected to replace the lead.